Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407458 lead; implanted: 2004 (B)(6). (B)(4).

Event description:
It was reported that, during a follow-up visit, the patient became uncomfortable when their right atrial (ra) lead was programmed at a high threshold. A x-ray performed during the visit also showed that the lead had "pulled back some." The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.